Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the patient connector and tubing of a minicap transfer set; further described as "came apart at the white connection that joints to the patient line." This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not show evidence of the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.